Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
I was able to fit the first guard fine, but in the past week, the 2 layers split apart. The second guard also split on one side during the fitting process. The guard has helped, but having both split is worrisome.